Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that device was not detected on bus. The field service engineer performed a power cycle on the medstation es and tested the unit but was unable to duplicate the reported issue. The customer was able to release medications and successfully performed multiple drawer inventories. The field service engineer confirmed that the technical support specialist did not specify which drawer was failing. Additionally, there was no mpar report attached to the work order, and no drawer failures were observed on the medstation. The system functioned as intended after the field service engineer verified the issue.